Event description:
It was reported that a patient's right ventricular (rv) lead exhibited high pacing impedance, the physician elected to explant and replace the rv lead. The patient was stable.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage. Failure event observed during analysis. Final analysis found external insulation abrasion breaching the optim sheath at 40.3cm to 41.0cm and 42.9cm to 44.2cm from the distal tip consistent with friction to the device can.